Event description:
It was reported that a thrombus occurred. A watchman access system (was) and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the transseptal puncture, a perforation occurred with another manufacturer's wire. This perforation was minimal and did not result in an effusion. The perforation was monitored during the case. The patient remained stable and the procedure was continued. The was positioned in the laa and the wds was advanced. The closure device was successfully deployed. During device interrogation, a thrombus was noted outside the left atrium, possibly in the mediastinum. The device met all criteria and was released. Activated clotting time was 247 seconds. At this time, patient was sent for a computed tomography scan. The patients pressure was stable and affected area did not appear to be growing. Intervention was not required. The patient was monitored and was doing well.